Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on an unspecified date she received a reading of 416 mg/dl from her adc blood glucose meter and self-injected an unspecified amount/type of insulin. The customer stated that she called paramedics, and upon arrival they tested her blood glucose with their meter with a result of 20 mg/dl. It is unknown what treatment was rendered to the customer as she refused to complete troubleshooting or provide further information, and terminated the phone call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.